Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient the patient had a surgery and didn't put the ipg into surgery mode (see manufacturing report 300-6705815-2021-03639) and when using the magnet to pair the ipg they got a painful tingling sensation. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Follow up shows the pain has resolved and therapy was restored.

Manufacturer narrative:
Correction: a4: weight corrected from initial report.